Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported a e315 (unsupported scope error) on the screen. The customer was advised the maj-1430 cable cannot be used with 190 series scopes. The customer unplugged the cable and the unit worked as normal. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a e315 (unsupported scope error) appeared on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the use of the unsupported combination of the maj-1430 with the 190 series scopes could not be identified. Olympus will continue to monitor field performance for this device.